Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on an unknown date and mesh was used. Six months later the patient experienced a hernia recurrence. The patient underwent re-operation on an unknown date. The mesh was found be split in half lengthwise when the surgeon retrieved it. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the initial procedure was for a ventral hernia repair and mesh was placed intraperitoneally. Three months after the procedure, the patient presented with epigastric pain. The re-operation was performed on (B)(6) 2012 and the mesh was removed. The surgeon opines that the hernia recurrence may have occurred because the patient was not compliant and the patient lost weight quickly after the operation.

Manufacturer narrative:
(B)(4). Conclusion: one explanted piece of mesh was returned for evaluation. It showed a strong wavy apprearance. It seems to have been cut in shape and shows several remnants of the absorbable fixation on the margin. The mesh shows a breakage of about 7cm in the middle. On both sides of this breakage the mesh structure is completely intact. The cause for the breakage could not be verified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.